Manufacturer narrative:
Sample analysis: an eval of the actual complaint sample was not performed as a portion remains within the pt and the delivery pusher was reported to not be available. The root cause of this complaint cannot be determined. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.

Event description:
During the embolization of a bronchial artery, the embolization coil did not detach. The coil was withdrawn with the microcatheter and in doing so, the coil detached remaining in the artery. During the manipulation of the catheter and coil withdrawal, a dissection of the artery occurred in the right bronchial artery. The artery was embolized with coils and blood stagnated at the area of the dissection resulting in no harm to the pt. Pt info - the pt weight for section a4 was not available.